Event description:
It was reported through the filing of a lawsuit that allegedly the patient received primary surgery to repair a compound fracture of the tibia/fibula of his left leg. Following the surgery, he claims to have a loss of feeling in numerous areas of his left leg from the knee down to the left foot leaving him in continuous and extreme chronic pain in his left knee, leg and ankle areas, as well as his lower back and neck areas. He further alleges that after surgery his left leg was one half inch longer than his right leg. In (B)(6) 2011, patient alleges that he fell down a flight of stairs. In (B)(6) 2011 x-rays were taken and surgery was recommended to remove all bent, broken and displaced hardware from his left leg.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is not available at this time. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.